Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, as reported, the native valve was heavily calcified with bulky leaflets and ¿large chunks of calcium¿ on the lcc & ncc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a sapien xt valve in a 60:40 aortic/ventricular position, echo revealed a posterior mild-moderate paravalvular leak (pvl). Post dilatation was performed with 1cc added to the balloon and echo revealed slight change but still mild-moderate pvl observed. A decision was made to place a second valve. The valve was positioned slightly lower with placement 50:50 a/v resulting in mild-moderate pvl revealed by post deployment echo. There was no further intervention performed. The patient was transferred to the unit in stable condition. The native aortic annular diameter measured 24mm by tte. As reported, the native valve was heavily calcified with bulky leaflets and ¿large chunks (boulders) of calcium¿ on the left coronary cusp (lcc) and on the non coronary cusp (ncc). The coaxial alignment of the valve and delivery system, and the image intensifier angle was good.